Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the ventricular channel. The decision was made to cap and replaced the lead. There were no adverse consequences to the patient.